Event description:
The surgeon explanted an aa4204vf silicone lens. The lens when it first was implanted was done by a different surgeon. Then the lens was explanted because the doctor felt the lens was decentered. No pt injury.